Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. A tulip filter was placed in an infrarenal location without evidence of significant tilt relative to the center line of the ivc. However, when the tilt was measured relative to the posterior spinous processes, this did qualify the reported significant tilt of approximately 24°. This angle of tilt is an over estimation to the true angle of tilt relative to the center line of the ivc given the slightly divergent courses of the ivc and the posterior spinous processes. Follow-up venogram at time of ivc filter retrieval, approximately 1-1/2 months later, demonstrated the filter in relative stable position when compared to the placement images. There was still an insignificant rightward tilt; however, there was interval development of penetration involving of the primary filter legs along the left aspect of the ivc, each extending approximately 3-5 mm outside of the column of contrast. This penetration is not discussed in the complaint report nor are any symptoms related to the penetration. The cause of penetration, at this point, is indeterminate, but likely multifactorial. However, in this case, given the rightward tilt, likely altered the forces placed on the left side filter feet facilitating the penetration. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, the patient received a gunther tulip filter. Primary reason for placement was no venous thromboembolism (vte) present, but at risk for vte due to history of prior vte, hypercoagulable state, and surgery. The inferior vena cava (ivc) diameter at the intended filter location was 26.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 11 - < 16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no evidence of filter deformation, migration, extravasation of contrast, or filter legs appearing outside the column of contrast after placement. The angle of filter tilt of 15 degrees in the ap view. The diameter of the ivc was 22.9 mm. On the same day, the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. Analysis revealed no filter fracture, deformation, or embolization. The angle of filter tilt was 20.3 degrees in the ap view and 10.8 degrees in the lat view. Patient outcome: the patient remains in the study.